Manufacturer narrative:
Reliability analysis inspected 4 opened and used infusion sets and performed manual prime and high pressure test using a new lab reservoir along with a 5xx insulin pump. All 4 infusion sets failed per specification infusion sets found occluded at quick release connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the no delivery alarm was active at the time of call. The customer performed plunger push and the insulin did not exit. The customer stated that they assembled a new infusion set and reservoir. The customer stated that the insulin would enter the tubing but would not go through. The infusion set will be returned for analysis.